Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device noted no outer abnormalities. A guidewire was inserted into the catheter, and the catheter was deployed to basket and flower configurations successfully. Subsequently, a flushing test was performed through the irrigation port. Irrigation was not observed in any state of the catheter. Dissection of the catheter revealed a kink in the flush lumen. Additionally, media analysis shows the tip of the device, but does not confirm the reported events. B5: describe event or problem - updated d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. H6: device codes- updated.

Event description:
It was reported that during preparation for a pulse field ablation procedure, a farawave catheter was selected for use. Outside the patient, the flow through the catheter flush lumen was poor. The flush lumen was deemed not clear, and the reflux of water was not easily achieved. Furthermore, even after contraction, the catheter did not return to its original size. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter has been received at boston scientific's post market laboratory. It was further reported that the customer had difficulties in flushing the lumen, and this is what they meant by stating the flush lumen was not clear. No foreign material was observed.

Event description:
It was reported that during preparation for a pulse field ablation procedure, a farawave catheter was selected for use. Outside the patient, the flow through the catheter flush lumen was poor. The flush lumen was deemed not clear, and the reflux of water was not easily achieved. Furthermore, even after contraction, the catheter did not return to its original size. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.